Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's hybrid layer capacitor (hlc) batteries had become depleted. As a result, the device would not have been able to power on, or charge and shock. Designator bt3 on the analog pcb assembly, became depleted and would no longer hold a charge. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it were necessary. There was no patient use associated with the reported event.